Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised intermittently chair will turn off with no lights. Dealer advised chair voltage measured 25.7 volts with chair turned off and drops to 10.8 with chair turned on. Dealer advised chair is an arrow.